Event description:
The customer reported bloody crystals and approximately two (2) milliliters of fluid leaked around the waste chamber vc11, within the instrument, involving the coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
Upon investigating, the customer discovered a cut in the normally-closed side of pinch valve pv57 and replaced the tubing but could not place the fitting back to its location. The field service engineer (fse) verified the tubing position inside pinch valve pv57 and replaced the tubing onto its fitting. The fse verified all tubing in the area to ensure they were not clipped and had not come off the fittings. The fse performed reproducibility to validate the repair and performed startup and controls on all levels. The system and quality control (qc) were within the specified parameters. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).